Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately one to three days post implant the left ventricular (lv) lead dislodged and was re-positioned. It was also reported that during the lv lead implant, the case had experienced difficulty in placement due to high threshold and twitching in all locations. The lv lead screw/tip was placed, and there was no clear reason to suspect a problem with the blood vessel or the fragility of the blood vessel. In addition, it was noted that during the lv lead implant the catch was checked using torque back, push-pull technique and followed by the lead implant. The lv lead remains in use. No patient complications have been reported as a result of this event.